Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device change out the left ventricular (lv) lead insulation had an odd appearance. It was noted it appeared to have either compressed or lost some insulation. Multiple tests showed stable lead impedance so no intervention was performed. The lead remains in use. No patient complications have been reported as a result of this event.